Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. After pre-dilation, ivus measurement was performed. Then a 3.00 x 24mm synergy durg-eluting stent was advanced to treat the lesion however, it was unable to cross. The lesion was again dilated and the physician attempted to place the stent using non-bsc guide extension catheter, but still, it was unable to cross the lesion. Upon withdrawal, the stent was caught with the tip of the non-bsc guide extension catheter and it was deformed. The procedure was completed with a non-bsc device. No patient complications nor injury were reported.